Event description:
It was reported per rep, 4 dynesys screws were removed and replaced with a product that was not zimmer's. Revision was performed due to pt pseudo-arthrosis. There was no issue with the product.